Event description:
On 11/22/94 an ipp device was implanted. On 12/2/96 tubing was trimmed. On 3/12/97 the cylinders and pump were removed from the pt and replaced due to fluid loss -rupture-left cylinder.